Manufacturer narrative:
Additional lot # 04/2009. Add'l manufacture date: 04/2009. (B) (4). Product has been requested to be returned but has not been received. (B) (4).

Event description:
The customer reported that they had a patient on a 18" mattress on a metal frame (not a standard hospital bed), with all four limbs in the clean cuffs. All four cuffs were attached to a nylon strap that were looped around a metal rings anchored to metal floor brace. The patient was acting belligerent and telling the staff that he was going to get out of the restraints. The patient was twisting his wrists and ankles. The patient managed to break the tip of the post in three of the four cuff locks. An ankle cuff was still locked on the patient. There was no patient or personnel injury. Posey's applications instructions state to use the strap and cuff on a hospital bed with a side rail and to wrap the nylon strap around the moveable part of the rail to take up the slack so that the patient cannot damage the lock by pulling on the excess strap.